Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon attempted to use the clip applier three times, unsuccessfully. First, clip did deploy into jaws and jaws with no clip tore the bile duct, second clip scissored, and third clip the clip applier got stuck on the artery. Surgeon could remove the clip and clip applier without consequence to the patient, after manipulating firing handle and jaws for a while. A new device from same box/lot was opened and completed the case without any problems.

Manufacturer narrative:
(B)(4). Batch # n93g3e. The analysis results found that the el5ml device was received with no damage in the external components. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.